Event description:
It was reported that the patient bumped her device and noticed it had shifted from the left more towards her belly button and the edge had gotten closer to the skin. There were no changes to the therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).